Manufacturer narrative:
(B)(4). The field service representative (fsr) will be returning the suspect device to the manufacturer for further evaluation.

Event description:
It was reported that during service activities, the field service representative (fsr) turned on base and there was no display. He turned the unit on/ off and still there was no display. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint is confirmed. During laboratory analysis, the product surveillance technician (pst) observed no display on the central control monitor (ccm). The pst checked the seating of basic input output system (bios) chip by applying downward pressure to bios chip. He observed the bios chip to snap into place when pressure applied. Reseating the bios chip restored functionality. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.